Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose.. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.